Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the hospital in an altered mental status with a non st segment elevation myocardial infarction. The patient was admitted to the hospital for a pocket infection, therefore, the pacemaker and competitor leads were explanted one month following a normal generator replacement procedure. The patient subsequently passed away two days later while in the hospital. The field representative was contacted and noted the cause of death was due to the infection, and not the procedure. The field representative noted the patient's condition was very poor prior to going in for the procedure. A transesophageal echocardiogram was done and reviewed by a CT surgeon. The CT surgeon commented (unofficially) that there was possible vegetation on the mitral valve, but there did not appear to be visible vegetation on the leads. No further information was provided.